Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2015 due to a migrated acetabular cup. The acetabular cup was removed and replaced.

Event description:
It was reported that the patient underwent a total hip arthroplasty in 2013. Subsequently, patient was revised on (B)(6) 2015 due to a migrated acetabular cup. The acetabular cup was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "